Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03691. The patient received 2 scs leads with different lot numbers. It was reported, the patient has an infection at the midline incision site. The patient is being treated with oral antibiotics is "proceeding nicely" per the physician. Follow-up identified an allergic reaction to post-operative tape caused the infection. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.